Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
One month post implant, patient complained of chest pains. Echo showed a slight effusion in the pericardium. A decrease in r-waves, an increase in capture threshold and a decrease in impedance were observed. The lead was repositioned with no consequences to the patient.